Event description:
It was reported that the pt underwent a sinus lift procedure using rhbmp-2/acs. Approximately 6 months post-op, the pt underwent another surgery to place implants and the surgeon found that there was insufficient bone growth to complete the procedure.

Manufacturer narrative:
(B)(4) (insufficient bone growth). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.